Manufacturer narrative:
D.4. Medical device expiration date: na. E.1. Initial reporter phone#: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that erroneous results were observed during use on the bd facslyric¿ 3l10c instrument. The following information was provided by the initial reporter: the customer has confirmed upon further details being asked that there were erroneous results. The results obtained were valid, yet unexpected as the observation was not yet made earlier. Exact wording of user: we had 2 very strange patient profiles yesterday when testing the peripheral bloods which was the first time we had seen either of these. Customer description: "we are having issues with our cd34 assay, it isn't detecting viable cd34+ stem cells. We have repeated the assay to make sure that all reagents have been added correctly and it has failed again. The pqc has passed this morning and everything else seems fine."

Event description:
It was reported that erroneous results were observed during use on the bd facslyric¿ 3l10c instrument. The following information was provided by the initial reporter: the customer has confirmed upon further details being asked that there were erroneous results. The results obtained were valid, yet unexpected as the observation was not yet made earlier. Exact wording of user: we had 2 very strange patient profiles yesterday when testing the peripheral bloods which was the first time we had seen either of these. Customer description: "we are having issues with our cd34 assay, it isn't detecting viable cd34+ stem cells. We have repeated the assay to make sure that all reagents have been added correctly and it has failed again. The pqc has passed this morning and everything else seems fine."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: reporting office: becton dickinson and company bd biosciences - san jose reporting office contact: fahmy razak - MDR manufacturing location: becton dickinson and company bd biosciences- san jose manufacturing site contact: fahmy razak - MDR based on the investigation results, the reported issue for the system not detecting viable stem cells was confirmed. Investigation results that were performed on the indicated failure mode were the following: the device history record (DHR) was reviewed and the instrument met all the manufacturing specifications prior to release. - the potential cause for the system not detecting viable stem cells was a faulty sample. The customer confirmed that there is no issue with the instrument and that this instance was due to a faulty sample. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.